Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. Additionally, as it is unknown from the obtained information if the reprocessing has been implemented in line with the instructions for use (IFU). The root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected by following the instructions for use (IFU) which state: operation manual chapter 3 preparation and inspection, ¿3.3 inspection of the endoscope¿ and ¿3.8 inspection of the endoscopic system¿ describes the following warning. 8 inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer confirmed they cleaned, disinfected, and sterilized the product before sending it to olympus. The customer did not know when the foreign material adhered to the endoscope, what the foreign material was, or whether the endoscope was used for a procedure with the foreign material attached to it. It is unknown if reprocessing steps were followed according to the instructions for use. The device was returned to olympus for evaluation. The customer's complaint was confirmed. The objective lens had a crack. In addition to the findings reported , the following nonreportable malfunctions were identified: the bending angle is insufficient due to the elongation of the angle wire; the play of the angle knob is out of the normal state due to the elongation of the angle wire; scratches on various parts of the device; wrinkles in the insertion tube and universal cord; poor insulation performance at the tip is recognized due to adhesive peeling of the curved rubber; the curved rubber adhesive part is missing; due to handling, the adhesive part of the lighting lens has come off; water-tightness is not maintained due to wear of the operation part cover; liquid leakage to the scope connector; water invasion in the device; bending angle is up direction does not meet specification due to elongation of the angel wires; connector dirty due to water leakage; and resin becomes cracked due to chemical stress applied during the cleaning process. The customer provided to olympus the following information related to reprocessing of the device: the device was cleaned, disinfected and sterilize before returning to olympus. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative reported (on behalf of the customer), that the lens on the evis lucera elite gastrointestinal videoscope were scratch/cut. There was no patient harm associated with the event. During evaluation of the returned device, the evaluation found the nozzle had foreign object. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.